Manufacturer narrative:
H.6. Investigation: customer returned (1) open bd autoshield duo sample without the tear drop label or outer cover. Customer states that the needle remained exposed which resulted in a needle-stick injury as it wasn¿t expected to have the needle still exposed. The returned sample was examined and was observed to be properly activated in such a way where the patient end of the cannula is exposed, which could cause a needle stick. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue occurred due to excess plastic on the inner sleeve. H3 : see h.10.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 329505 batch no: 9105650. It was reported that the needle remained exposed which resulted in a needle-stick injury as it wasn¿t expected to have the needle still exposed. The nurse did seek medical attention and will be following the appropriate protocol around needlestick injuries. We may be able to access the disposed needle that was placed into the sharps container. This sharps container has been isolated and it will be decided on monday whether we can safety extract the needle from the container.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 329505, batch no: 9105650. It was reported that the needle remained exposed which resulted in a needle-stick injury as it wasn¿t expected to have the needle still exposed. The nurse did seek medical attention and will be following the appropriate protocol around needlestick injuries. We may be able to access the disposed needle that was placed into the sharps container. This sharps container has been isolated and it will be decided on monday whether we can safety extract the needle from the container.